Event description:
When it was pulled out of the package, the sds was kinked like a triangle. When it was held, it immediately broke in half. It was not used in the patient. This product is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.